Manufacturer narrative:
The referenced camera was returned to the service center for evaluation. The customer¿s reported issue was confirmed as there was no image due to a connection error, b30. The error was found to be attributed to a defective/shortage from the cable unit. The cause of the defective cable is unknown. However, the investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly

Event description:
Olympus was informed that the high-definition camera head was returned for service/repair for a reported ¿when connected to the cv-190, the screen came up with a scope connection error¿, no image found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the shortage on the cable could not be identified. Olympus will continue to monitor field performance for this device.